Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review and functional testing were performed and nothing unusual was noted. Visual inspection was performed and identified a damaged power cord. The reported condition was verified. The cause of the damaged power cord was not determined. To correct the condition the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken power cord. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.